Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00177 and 3002806535-2011-00178. This report filed (B)(4), 2011

Event description:
Biomet UK was notified by the mhra that patient underwent primary hip procedure on (B)(6), 2007. Revision procedure was performed on (B)(6), 2011 due to pain. No further complications have been reported.